Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Vvi assignment curves to segments are labeled incorrectly.

Manufacturer narrative:
Investigation: engineering checked that this is based on a software algorithm which displays data from small pixels. The peak result of the graph displays the data from each pixel so the user does not put the exact same pixel in the middle of the circle; the same data is not exactly shown on both displays of table and graph. The table shows the representative mean data (range data) from the small spot area on the curve graph, but the data shown on the curved graph indicates the exact pixel. But the difference range is the 1-3ms, so it is expected that this does not result any misdiagnosis in the field.